Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was a calcified, 90% stenosis in the distal rca. The 2.5 x 15 mm voyager nc was used for pre-dilatation, but the pressure could not be controlled during the first inflation at 16 atm. The pressure went up when it was inflated, but went down shortly. When the device was removed from the pt, a balloon rupture was confirmed. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4): results: product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of a pinhole in the balloon, 5 mm distal to the proximal marker at the middle portion of the balloon. There was a scratch on the balloon along the pinhole extending distally for a length of 4 mm. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product noted blood and contrast in the loosely folded balloon and in the inflation lumen. This is consistent with the reported info that the product was inflated and a rupture occurred within the pt anatomy. A new indeflator was filled with water and used to pressurize the balloon when fluid came out of a pinhole in the balloon, confirming the reported balloon rupture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the target lesion was calcified and 90% stenosed, which may have contributed to the reported balloon rupture. In this case, it is possible that the balloon material was damaged (scratched) during interaction with other devices, and/or lesion calcification, such that the balloon ruptured during the first inflation at 16 atm, as no damage was noted during preparation for use. However, a conclusive cause for the reported balloon rupture cannot be determined. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. In this case, although there is no indication of a product quality deficiency, a conclusive cause for the reported balloon rupture could not be determined. Product performance engineering will monitor the experience circumstances. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity. This MDR is considered closed by the product performance group.